Event description:
Device malfunction: partial stent deployment. Time of malfunction: during device unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found partially deployed. Reportedly, there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.